Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed, and no issues were noted. A short-simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptom of shoulder pain and dyspnea; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced dyspnea during drain 2 of 4. The patient was connected to the device during the event. It was reported the event occurred after treatment. The patient performed manual therapy and the pain was relieved. A swap of the device was initiated. The patient reported the symptom would start off with shoulder discomfort and gradually progress to pain and subsequently dyspnea. The patient reported the symptoms occurred infrequently "once in a while", and lately the patient did not experience any symptoms. Pd therapy was ongoing. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.